Manufacturer narrative:
The products are not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an implant procedure, the patient experienced an uneasiness after the right atrial (ra) and right ventricular (rv) leads were placed and operating with the device. The patient developed sinus tachycardia with a deterioration in cardiac function. A diuretic was administered. The patient then developed severe pulmonary congestion and went into ventricular fibrillation (vf). Cardioversion was attempted but unsuccessful. Cardiopulmonary resuscitation was then performed along with ventilator support and an intracardiac injection of epinephrine. The patient subsequently died. The cause of death was severe left ventricular dysfunction. There were no allegations against the leads or that the products caused or contributed to the patient's death.